Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(4). Device evaluation: product evaluation was not performed because per the initial report the lens is still implanted in the patient's eye. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaint was received from this production order. However, there is one complaint but although the complaint issues are related and pertain to the same patient, this complaint could not be confirmed because the product is still implanted. No product deficiency and nor malfunction was identified, therefore no escalation is required conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 6 month visit a patient who had bilateral implants became moderately bothered by halos- driving; moderately bothered by starbursts- uncomfortable driving; moderately bothered by multiple or double vision- watching tv; moderately bothered by glare related to scattered light- judgement in driving; extremely bothered by poor low light vision- inside the home. Although, the monocular uncorrected distance visual acuity (ucdva) - right eye (od) 20/25; left eye (os) 20/40. Monocular are best corrected visual acuity (bcdva) ¿ od 20/20; os 20/20 and no intervention planned. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).